Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they are having more urination after their MRI. Patient mentioned that they had an MRI on (B)(6) 2025 and the MRI tech had activated MRI mode however after their MRI procedure that is when the issue started. Patient mentioned that they turned off the ins for a while and turned it back on however they lost their previous program. Patient was at program b at 1.1ma. Patient did mentioned that they've settled to program 2 at 1.2ma since they are unable to go back to their previous program. Agent walked the patient through on how to go back to their previous program. Patient confirmed that they were able to changed to program b and set the stimulation to 1.3 and comfortable. Patient will maintain current stimulation and monitor symptoms. Patient was redirected to hcp if symptoms persist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the issue had been resolved.